Event description:
A renegade hi flo catheter was being used for a therapeutic embolization procedure. Upon a second infusion of embolic material, a leak was noticed just distal to the hub. The physician was able to tape up the leak and use the catheter to complete the procedure. Eval results indicated the catheter was broken just under the end of the hub and the braid was visible.